Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. Customer continued to troubleshoot from the low, they advised he had been having highs since thanksgiving day. Customer went really high and we started to bring it down slowly and then he went low. The insulin pump was under delivering insulin and the blood glucose is high as 600 mg/dl at the time of the incident. The current blood glucose was 124 mg/dl. Customer treated for high blood glucose with bolus. Tested every hour and by testing it seemed like it gave him like 1-2 boluses every time, we just kept testing. It was shortly around 1pm he was about 600 mg/dl. It was between 500 to 600 mg/dl, we have been total to check every hour to give a bolus and it really wasn't coming down. Then customer started writing it down. On 11/24/2017, the blood glucose values were 493 mg/dl, 301 mg/dl, 300 mg/dl, 586 mg/dl, 450 mg/dl, 500 mg/dl, 502 mg/dl, 574 mg/dl and 584 mg/dl. He had a tuna sandwich with avocado 58grams of carb unsure when they had dinner and blood glucose was 559 mg/dl, 567 mg/dl, 473 mg/dl. Then they went to bed and did not wake up, at midnight the blood glucose was 160 mg/dl, then customer wrote down and do not know what he put down and then back tracked it. On next day he was at 37 mg/dl. Customer does not have any syringes nor does he have, he has been on the pump since the middle and late 90s. What she said to change the infusion, change the bottle of insulin, change everything it the system everything and that usually works. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set and insulin exited at the qr. Customer wears hearing aids but is able to hear the alerts and sees the red light. Customer suspended delivery today. When we first noticed his highs, it kept going up. The blood glucose was 353 mg/dl. Performed displacement test which was passed. One thing that happened is that customer get a bolus and realize and forget to do a carbohydrates so customer go back on do the grams of carbs. Customer always do a bolus for the snack. The insulin pump will not be returned for analysis.